Manufacturer narrative:
Additional information: the device did not pass through a previously deployed stent or cell of a stent. Resistance was not noted during withdrawal of the device and no excessive force was used. Product analysis: the device returned for evaluation. The stent was present on the balloon and returned for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Stent was dislodged over distal tip, stent appeared to have bunched, mis-aligned struts. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to or at the lesion located in the mid segment of the left anterior descending (lad) artery. The lesion exhibited severe tortuosity, severe calcification with 80% lesion stenosis. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used during delivery. The dislodged stent did not completely come off the delivery balloon, therefore it was possible to pull the stent out of the lesion with the stent delivery balloon. No patient complications have been reported as a result of this event.